Event description:
The customer called to report a bad insulin reaction while driving on the freeway and get into an accident. The customer was admitted to the emergency room for four hours and would like to get back on the pump. It was indicated that the pump had an error alarm. Troubleshooting was performed. The error alarm continues to reoccur. Instructed customer to revert to back up plan. The customer stated that the health care team reviewed the settings and the history on the pump and found that the device was working properly. The customer does have a history of having bad insulin reactions. High bgs were treated.